Manufacturer narrative:
Beckman coulter unique identifier for this event is (B)(4).

Event description:
The customer obtained erratic, (B)(6) bhcg results for one patient's sample. Subsequent testing on an alternate access 2 produced a higher result in a different gestational category and outside of the assay's stated precision claim of <10%. Although service was dispatched and addressed a hardware issue, a definitive root cause has not been determined to date for this event.